Event description:
Related manufacturer reference number: 2017865-2021-36761. It was reported that the patient was admitted due to syncope. Device interrogation revealed inappropriate mode switch due to oversensing noise. External noise was suspected. It was unclear if this was a device or right ventricular lead issue. More information was requested, but not provided.